Event description:
The pt underwent a bilateral mastectomy on (B)(6) 2011 with bilateral, two stage breast reconstruction using veritas collagen matrix. The pt developed a minor seroma in the left breast which was treated by aspiration in the clinic. The pt also developed a case of marginal skin flap necrosis in the left breast. The right breast reconstruction developed no complications. The pt had one drain placed in each breast in the axilla position for a duration of five days after the initial surgery and she received oral antibiotics both pre-operatively and post-operatively.

Manufacturer narrative:
No product was returned for eval. The lot number is unk, so it was not possible to review the device history record.